Manufacturer narrative:
As of 03/03/2025 manufacturer evaluated retained samples of the same lot reported with no defects noted. The lab report was received for returned product. The absorbency results on the samples were within range of specification m-242, rev.02. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report dated 01/21/2025, the consumer stated that the product stuck to her wound and tore her skin, causing her to bleed. On the completed cir received from the consumer on 02/24/2025, she mentioned having a wound on her arm. Consumer stated that treatment was required. The doctor recommended covering the wound with a non-stick pad. However, upon changing the pad, it tore her skin off. The consumer consulted the doctor again and was prescribed antibiotic cream and oral medication. Consumer confirmed that symptoms corrected after stopping using the product.